Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product was returned or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 30123203 ; item name g7 vit e high wall lnr 32mm c lot # 65698873. 30123203; item name g7 vit e high wall lnr 32mm c lot # 65604128. G2: foreign: italy. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.

Event description:
It was reported that the liner was unable to be seated. After several attempts, the procedure was completed using a new liner and shell. There is no additional information available at the time of this report.